Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that there was a loss of stimulation in the low back and abdominal stimulation. There was pain over the implantable neurostimulator (ins). It was unknown what led to the event. Diagnostics/troubleshooting performed included rp and impedance testing, which were within normal limits. X-rays showed minimal migration. No further diagnostics were planned. Further actions/interventions planned was reprogramming. The patient outcome was alive with no injury. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated she wanting to find a new healthcare provider (hcp) to just take the entire device out. The patient stated the manufacturing representative (rep) rep tried to help her and did everything she could, but the nurse said the patient will need to discuss this with the doctor. The patient stated she then was told she was going to have to wait until the 26th. The patient stated she can't live with this pain. The patient noted that when the device worked it gave her 80% relief. No further information was reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient called in wanting to know if a different device was out, the information was reviewed. They noted that the ins wasn't working- it was supposed to stimulate their back and legs but it didn't. A representative tried to reprogram the device and wasn't able to get it to work. The patient's feet and legs were killing them- they had a hinged knee and felt the pain in their knee. The patient's said the leads were "connected". They experienced pain at the implant site. An MRI was performed and the result was fine. They were scheduled for a revision but told the healthcare provider (hcp) that they wanted the ins removed and not revised. The revision was scheduled for (B)(6) 2019 and they noted that they wanted the ins replaced with the newer model. No further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient's ins hadn't been working for six months. It stimulated their hips, belly and groin area but they didn't receive relief in their back. A representative came about two weeks ago and tried to get it working. The area where the ins is hurts so bad that they wanted to pull it out. It hurt all the time in that spot and sometimes if they were standing too long or walking too long the pain just put them right down on the floor. The patient wanted to have the ins taken out. The ins worked great and took a lot of pain away when it was working. They didn't want it when it was causing more pain- they had enough pain in their legs and back and didn't want the extra pain. The patient reported that they received a follow up letter from the manufacturer asking if their issues were resolved and they noted that nobody tried to help them and the issue wasn't resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had a lead revision following the migration in 2016 which resolved the stimulation being in the wrong location. The patient added that now the issue is recurring and they are feeling stimulation in their stomach, pelvis, hip, and down their legs.' It was noted that the patient was in pain. The patient had tried all programming changes that they could think of but the issue did not resolve so they shut the ins off. The patient turns stimulation back on when their legs get 'achy' but then they turn it off again. The patient was redirected to their hcp. No further complications were reported.